Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited noise with motion during review of stored signal artifact monitoring (sam) episodes. Additionally, the right ventricular (rv) lead exhibited high impedance measurements and stopped sensing. The device was reprogrammed and the technical services (ts) was consulted. Subsequently, additional intervention was taken and the device was explanted and replaced. The ra and rv leads were surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited noise with motion during review of stored signal artifact monitoring (sam) episodes. Additionally, the right ventricular (rv) lead exhibited high impedance measurements and stopped sensing. The device was reprogrammed and the technical services (ts) was consulted. Subsequently, additional intervention was taken and the device was explanted and replaced. The ra and rv leads were surgically abandoned and replaced. No additional adverse patient effects were reported.